Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unknown because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators.

Event description:
The patient was being treated for lower back pain with the interferential electrotherapy waveform when they received a skin burn under one of the treatment electrodes. The skin burns was described as the size of a pencil eraser or a little smaller and the other was the size of a pin. The clinician described them as looking like "sort of a blister but more like an electrical burn." The clinician set the treatment parameters to 80/150hz for frequency, 15 minutes treatment time, and high 20's for the treatment intensity. The treatment was applied with self adhesive electrodes. This was the patient's sixth use of the electrodes. The clinician could not recall the size of the application electrodes, patient prep, or additional treatment information. The patient was advised to see her dermatologist. The dermatologist reported the burns as being electrical burns and prescribed an antibiotic cream. The patient's progress toward recovery was not impeded.